Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain, fever and cloudy pd effluent. The cause was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, stat and route was not reported), amikacin injection (100 mg, once a day and route was not reported) and imipenem (1 gm, once a day and route was not reported). At the time of the report, the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported that on an unreported date, the patient was discharged from the hospital. Antibiotic treatment and pd therapy were discontinued. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.